Event description:
The customer states the device has a red x and a alternating black hourglass. No report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.